Event description:
A customer reported an alarm with the tandem mobi cartridge. There was no adverse impact to the customer's blood glucose level. As a corrective action, technical support confirmed the alarm and arranged for a replacement pump to be sent to the customer. They instructed the customer on putting the current pump into storage mode, returning it within 10 days, and programming settings into the new pump. The customer was advised to use multiple daily injections as backup therapy and acknowledged all instructions provided.